Event description:
The customer reported that the left (live) monitor was not working. This issue will cause the system to be unusable due to a loss of the live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and replaced the monitor. The system operates as intended.